Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: when the product was applied, the threads got torn. The device was nevertheless used on the patient, and was secured with extra suture and the operator was able to use the device.

Manufacturer narrative:
(B) (4). (B) (4).